Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: devices explanted due to left breast prosthesis rupture, left breast pain, and bilateral animation deformity. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast reconstruction procedure with mentor memorygel breast implant 350cc gel breast prostheses was involved in an automobile accident in (B)(6) 2019 and suffered trauma to her chest. The patient noticed a lump on her left breast along with left breast pain. In addition, it was reported that the left breast prosthesis ruptured, and that the patient developed bilateral animation deformity. An ultrasound was performed on the patient's left breast, and the results showed a likely seroma. An ultrasound aspiration biopsy was performed on the patient's left breast and fluid was collected and sent to pathology. The specimen was determined to be acellular. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 425cc gel breast prostheses on (B)(6) 2020. This medwatch report is for the patient's right breast prosthesis.

Manufacturer narrative:
On 28-dec-2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).